Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, upon recapture, the valve fell below the level indicated by medtronic good practice. Therefore, it was necessary to recapture the valve in order for the valve to stay in the ideal place and allow for a lower gradient and no paravalvular leak (pvl). The valve was only able to be recaptured to 80%. It was reported that the valve was closed the additional 20% in the inline introducer sheath. The valve was withdrawn from the patient and new valve was used for implant. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with a valve loaded within the capsule, however this could not be removed due to the presence of a capsule separation. The separation site was observed to be jagged and uneven. The handle appeared intact. The device was received with the capsule partially opened. The deployment knob could not fully retract and advance the capsule due to the capsule separation. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact but was not fully functional due to the capsule separation. The device was returned with the end cap/screw gear snap fit connected. There was damage observed on the threading of the screw gear. Delamination was observed over the nitinol reinforcing frame along the capsule. The ability of the dcs to recapture a valve could not be tested due to the capsule separation. The reported event for unable to recapture could not be confirmed in the analysis. The reported event for positioning difficulties could not be confirmed in the analysis. Conclusion: one procedural image was provided for review. It was reported that the valve would not encapsulate on recapture and that the valve was not used for implant. However, the image provided reveals an implanted evolut thus this review is inconclusive. The reported event indicates that the valve was recaptured twice for an unknown reason. Recapturing is a feature of the evolut pro system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest that a device quality deficiency may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Upon the second recapture, the valve was only able to be recaptured to 80%. The force in the dcs when closing the capsule is cumulative and many sources may contribute to the feeling of excess tension including load quality, bends and kinks on the shaft, and tortuous anatomy. Based on the limited information available, the cause of the difficulty recapturing cannot be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.